Event description:
It was reported that there were foreign particles in a small volume intermate. This was identified before use after the device was compounded with an unspecified amount of ceftriaxone. There was no patient involved. No additional information.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufactured on december 18, 2014 ¿ december 19, 2014. A visual inspection revealed particulate matter in the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.